Manufacturer narrative:
An evaluation of t he device was conducted by a masimo rep at the customer's preferred site. The functionality of the unit was tested and it appeared to be functioning as designed. The trend download was provided to the requestor. Trend data was downloaded from the customer's safetynet sys and reviewed with the customer. The trend data indicated that the radical-7 was monitoring and generating alarms. The sys was performing as designed.

Event description:
It was reported by the customer that a apt desaturated and the sys did not alarm. Specifically, they indicated that the psn had a "no communication error" code at the view. Further, it was noted that when the nurses went to the room and indicated that the radical 7 was not alarming audibly, when the nurse looked at the pt, the pt was in distress.